Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. The site does not have any plans to investigate the cause of dampening at this time. This reported event was not investigated for possible inaccurate reading, as it was indicated that the incorrect measurement had an outside cause. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
Additional information was received reporting that a right heart catheterization was performed for reasons unrelated to the cardiomems device. During the procedure the physician compared the sensor waveforms to the waveforms measured by the swan catheter and reported that the waveforms from the sensor appeared dampened which was not observed with the swan pressures.. The physician will not use the sensor readings for medical guidance at this time.